Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increasing short interval counts (sic) and non-sustained high rate counters. The lead was checked via x-ray, and no issues were noted. The lead remains in use. No patient complications have been reported as a result of this event.